Event description:
It was reported that the patient presented to the hospital for a scheduled debridement procedure of their left hand. A grounding pad for the electrocautery was placed on the patient¿s right leg. During the procedure, the sustained use of electrocautery equipment caused oversensing on the right ventricular defibrillation lead which resulted in 11 episodes of inappropriate high voltage therapy. There was no allegation of device malfunction. The patient was to be discharged and was stable according to the healthcare provider in the postoperative recovery room no further information is available. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".